Event description:
In 2006 the lay user/patient contacted lifescan alleging that her one touch ultra turns off during use. The medical affairs specialist spoke with the patient 3 days later to obtain/verify information. In 2006 in the morning the patient attempted to test on her meter while having symptoms of shakiness, sickness and a headache but the meter turned off during use. She was able to test on her niece's meter and got "39 mg/dl." The patient attempted touse her meter two more times that day but the issue persisted. Concerned with her low blood sugar reading and symptoms, the patient went to her clinic at 1:15pm later that day. While in the waiting room, the patient was given orange juice and crackers. The patient's blood sugar was tested at the clinic. She got "51 mg/dl" (time unknown) on the clinic's meter and did not receive any additional treatment. At the time of concern, the patient did not make any changes to her diabetes medication regimen. Since the day of the event, the patient has been unable to test blood sugar and still has shakiness with headaches. The customer care advocate verified the following: the meter was not out of the box, the batteries were correctly installed, the battery contacts were in good condition, and the batter was last replaced within the year. The cca confirmed that the meter turned off before the automatic shutoff. The meter, test strips, and control solution were replaced. The complaint is being reported because of the power issue. The patient was unable to test while having symptoms of hypoglycemia.